Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient presented to the hospital on (B) (6) 2010, with subcutaneous hygroma at the catheter and pump pocket sites. A catheter dye study was performed on that date, revealing no evidence of dye extravasation. The patient experienced headache, fever, neck stiffness and increased spasticity. Csf (cerebrospinal fluid) laboratory evaluation confirmed meningitis. The patient had a positive myelogram. The patient was transferred on (B) (6) 2010, to a different medical center where the implant had occurred. The device system was subsequently explanted on (B) (6) 2010, after an implant duration of 9.3 months due to infection and meningitis. There was no patient injury. The patient recovered without sequela.